Event description:
The surgeon reported that there is roughly a 1mm difference visually on the anterior aspect of the trial to the implant. When he put in the trial, he felt it was tight. However, when he implanted the cage, the fit was loose. He removed the implant from the patient, compared the implant to the trial, and found the discrepancy in height. He successfully completed the surgery using a different implant, feeling it was better than the first one in terms of fitting. MFR #3005180920-2014-00209.